Event description:
The customer reported an error with their continuous glucose monitoring (cgm) system, identified as error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided guidance for a pump reset procedure. After completing the pump reset, the cgm error code did not reappear, and the customer successfully started a new sensor session.